Event description:
It was reported that the customer had blood glucose levels of 403mg/dl. The customer stated that she did not deliver enough bolus for the pizza she ate. Customer's most recent blood glucose level 130mg/dl. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.